Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced hypoglycemia with loss of consciousness. The patient´s partner called the paramedics and they took a blood glucose reading which was unreadable because of the value was low. The patient was treated by the paramedics with IV glucose and regained consciousness. The paramedics took another blood glucose reading which was 2.5 mmol/l and the cgm reading was 5.0 mmol/dl. The cgm readings then adjusted and aligned with the blood glucose readings. The paramedics monitored the patient and confirmed he was stable and recovered. The patient was not taken to the hospital. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.